Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the customer has to override bolus amounts to remain in target blood glucose range. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was approximately 180 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.